Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide timeline of events-how long post op did patient return? Is the colostomy temporary or permanent? What was the condition of the rest of the colon? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was a leak test performed? If so, what specific type and what was the result? Was the staple line visualized endoscopically? Was a leak test performed? If so, what specific type and what was the result? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location.

Event description:
It was reported that the doctor performed a robotic sigmoid colectomy on a patient on (B)(6) 2019 and used a cdh29p for the anastomosis. The patient was discharged and returned on an unknown date, with a pv embolism. The patient's white count kept going up. The doctor reoperated on the patient, found the staple line was necrotic and fell apart. The doctor performed a colostomy on the patient. No other information is known at this time.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: please provide timeline of events-how long post op did patient return? Aprox 1 week out is the colostomy temporary or permanent? Permanent what was the condition of the rest of the colon? Good what were the indications for surgery? Cancer what healthcare professional fired the device and what is his/her experience with the device? Surgeon was/is long time ecs/ethicon user and this was her 2nd or 3rd case w/ pwd. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Slightly below middle indicator did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Green check mark lit was the green checkmark visible at the end of the firing? Yes how may counter-clockwise revolutions of the adjusting knob were used to open the device? Two complete 360 degree rotations was there any difficulty removing the device? No more than normal/no concerns was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes/complete/intact/robust was a leak test performed? If so, what specific type and what was the result? Yes. Saline intra-abdominal w/ anoscope/septo inflation trans-anal was the staple line visualized endoscopically? Yes was a leak test performed? If so, what specific type and what was the result? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. None noted.